Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information an allegation that the patient has passed away. In addition, the customer reported allegations of asthma (new or worsening), kidney disease/toxicity, liver disease, lung disease, and cancer, toung and blood/bone. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information an allegation that the patient has passed away. In addition, the customer reported allegations of asthma (new or worsening), kidney disease/toxicity, liver disease, lung disease, cancer, death, tongue and blood/bone. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box a: patient identifier has been updated. Section h6 was updated.